Manufacturer narrative:
One unopened set was returned for investigation. The set was examined for defects and abnormalities. The set had crystals all throughout the outside of the set. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, contamination in packaging is related to residues of silicone tubing when the assembly process of the pumping chamber is carried out in the flow stop machine. If the machine is not correctly cleaned by the assembler, and the material is placed in the machine, residues of the material could be adhered to the subassembly. Reported lot 25115877 was manufactured in november before actions were implemented to improve the manufacturing process. The cleaning process was updated to indicate that the nests where the silicone sits with rings must be cleaned, ensuring that it is free of dust. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had foreign matter. The following information was received by the initial reporter with the following verbatim it was reported by a customer that the sealed packaging had water on the inside.